Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had critical pump error. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. However, found moisture damage on the electronic assembly during visual inspection. No moisture damage noted on the battery tube, vibrator, keypad and motor. Insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and minor scratched lcd window.